Manufacturer narrative:
Based on the claim against the product by the customer noting intermittently getting dim, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec reported failure was replicated. This unit was installed into the test system, and it failed due to video test. The image video was dim and has vertical lines move up/down. During troubleshooting it was found that the light engine was causing the issue. The complaint regarding intermittently getting dim was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted inguinal herrnia surgical procedure, the image was intermittently dimming. A technical service engineer (tse) recommended the customer replace the scope, but it was confirmed issue persisted. Tse recommended the staff power cycle the system and cycle the breaker on the vision side cart (vsc). The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the rep confirmed that the procedure was robotically completed with the same original configurations. Just that the view was too dimmed. The system did power on without errors and no issues noted initially.